Event description:
A (B)(6) female, healthy, asa 1, underwent left knee tibial tubercle osteotomy, left knee arthroscopy with denovo graft, and left knee lateral z-lenghtening under general anesthesia with left continuous femoral nerve catheter on tuesday, (B)(6) 2015. The nerve catheter was a b braun contiplex echo continuous nerve block set, product code cnb200tuec. The catheter was connected to an elastomeric ambu action block pump, 650 ml w/soft cover, 5-15 ml/hr, lot number 17471802, and (B)(4). The patient happened to be a well-known crna, who works at our ambulatory surgery center. At 0845 am on tuesday (B)(6) 2015, the patient's left femoral nerve catheter was placed and bolused with 30ml of 0.5 percent ropivacaine, plain. The ambu action pain ball was filled with 650 ml of 0.2 percent ropivacaine, by our pharmacy. The ball was labeled as such by pharmacy, and the size of the ball was consistent with a 650 ml ball. The pain ball was set to run at 10 ml/hr, and the infusion, via the left femoral nerve catheter, was started at 1200 hrs, noon, on the patient's surgical day, (B)(6) 2015. The patient phoned our ambulatory surgery center on the morning of pod #1, stating that the ball was completely empty at 0600 hours on wednesday, (B)(6) 2015. This would have required that the pain ball had infused local anesthetic at approximately 33 ml/hr (330 percent of the set rate). I discussed with the patient the possibility of the ball having been under filled, and the possibility of a leak in the pain ball proximal to the flow regulator. Neither of these was likely based on all the information available and descriptions by the patient. The patient denied any evidence of leak. The pharmacy confirmed that the ball was filled to 650 ml. Photographs of the pain ball and system were made; confirming correct connections, correction infusion rate, etc. The patient stated to me that she experienced symptoms of systemic local anesthetic toxicity the early afternoon of wednesday, (B)(6) 2015. Specifically, she stated that she had oral numbness and cns excitation symptoms, all of which had resolved by thursday afternoon, (B)(6) 2015. She confirmed that the density of her nerve block was greater wednesday morning, (B)(6) 2015, than when she left our surgical facility on tuesday afternoon, (B)(6) 2015. Furthermore, direct physical examination of the patient on wednesday, (B)(6) 2015, was consistent with a winnie "3-in-1" block. By this, I mean that her femoral nerve, lateral femoral cutaneous nerve, and obturator nerve were all blocked. She was more densely blocked the morning of (B)(6) 2015 than when she left our surgical facility on (B)(6) 2015. In our experience, this only occurs via a femoral nerve catheter distal to the inguinal ligament when very large volumes of local anesthetic are infused. Ultrasound examination confirmed that the catheter was correctly placed distal to the inguinal ligament. In other words, clinically, it seems the patient had received 650 ml of 0.2 percent ropivacaine in 18-20 hours. Furthermore, the patient, who was an experienced crna, believed the ball significantly over-infused. I instructed the patient not to touch the pain ball. I instructed her to take photographs of the entire system. I instructed her to take photos of the entire system. I instructed her that I would take possession of the pain ball for testing purposes. I took possession of the pain ball on monday, 11/30/2015. I spoke with our facility's patient safety/ risk management office on monday, 11/30/2015, and related all the facts, as they were known to me. Our patient safety office arranged for testing of the device. A report signed by our facility's section chief, clinical engineering, dated 01/08/2016 states that testing of the device found the device to run at an average of 21 ml/hr, while set at 10 ml/hr (210 percent of the set rate). Of note, the manufacturer of these elastomeric pain balls advertises that these balls are re-fillable for use on the same patient.